Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. Device data was reviewed and determined at the time of shock delivery the device recorded a low out of range shock impedance measurement and long charge time error code. This patient was subsequently hospitalized and x-rays were completed to evaluate system further. System replacement was recommended, however currently remains in service. No adverse patient effects were reported.